Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient's mother checked the device's bluetooth settings and there were two transmitter ID's listed. Patient's mother terminated the old device listings and restarted the bluetooth. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation; however, data was received and downloaded. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.